Event description:
It was reported the customer was hospitalized with high blood glucose on (B)(6) 2015. Blood glucose at the time of admission was 465 mg/dl. The customer stated they were experiencing high blood glucose for three days prior to their hospitalization. Customer also reported excessively vomiting as a result of having the flu prior to their hospitalization. The cause of the customer's hospitalization was from dehydration, which caused their blood glucose to rise. Customer was treated with an IV of fluids and then released from the hospital the same day. The customer stated they were wearing the insulin pump at the time of hospitalization. Customer's blood glucose was 64 mg/dl at the time of the call. The customer also had issues with their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.